Event description:
Screw was broken during insertion. Situation did not impact the pt or delay the case. If this were to recur it could result in surgical intervention at the time of the event to remove fragments and fixate with another implant.